Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following import of an exam for a deep brain stimulation (dbs) procedure, the plans were deleted after changing to the reference exam in the application software. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was initiated. Logs provided for this case were a date other than the date of the procedure. Therefore, they were not relevant to this event. The system archives were reviewed but provided insufficient information to determine the cause of the observed behavior. The behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age, weight and gender provided. Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the plans were deleted from the navigation system when we change the reference. When the pre-merged CT+pet was dragged into the image, plans were available on the navigation system. There was a reported delay to the procedure of ten minutes due to this issue. It was noted that the navigation system was tested and the reported issue could not be replicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue has not recurred following an update to the software on the navigation system.